Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was under delivering and low blood glucose. The customer reported blood glucose value of 336 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), no treatment. The event involved product(s) mmt-332a, mmt-399a, mmt-1884, mmt-7040a. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube. Please see below for the first ten boluses listed on the event date 25-apr-2024 in the pump history file. 04/25/2024 00:02:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). 04/25/2024 00:07:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 04/25/2024 00:18:11.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 4000 (0.4 u). Bolusamountdelivered: 4000 (0.4 u). 04/25/2024 00:22:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). 04/25/2024 00:27:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 04/25/2024 02:22:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). 04/25/2024 02:32:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 04/25/2024 02:37:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 04/25/2024 02:42:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u) . 04/25/2024 02:47:55.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.